Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels lower than 53 mg/dl. The customer tried to calibrate the insulin pump but it says they need a new sensor. When they changed their insulin pump their blood glucose started to increase. Advised proper insertion techniques. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.